Event description:
It was reported that a user on week three of ilet use experienced episodes of high blood glucose of 245 mg/dl in the mornings over the last couple of days, with discussion centered on possible sensor inconsistency, correct meal announcement protocol, and ongoing pump learning. Investigation included review of device data and user counseling for troubleshooting and education. Further investigation of this case revealed no device malfunction identified and user-education opportunities regarding sensor accuracy and meal announcements. The user reported no clinical symptoms associated to hyperglycemia. Outcomes included no reported injury, no intervention beyond troubleshooting, and no change in user status. It was concluded that, based on previously established findings for similar reports, the event was related to hyperglycemia with cause unclear, with no evidence of device failure and no further action required at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.